Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6), 2013 to reposition the internal magnet. The reason for repositioning the magnet was not reported.the patient has fully recovered. The implanted device remains.